Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on and went black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was black screen, not turned on. The field service engineer (fse) replaced the controllers and ensured all connections were properly secured before verifying system functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.